Event description:
It was reported that the patient was having issues with their generator pocket due to breakdown of tissue. Surgeon took a culture and washed out the pocket with an antibiotic solution. This was noted to be due to the presence of the device during the implant procedure. One of the stiches was broken. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure/ presence of vns no other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.